Manufacturer narrative:
This report is being filed on an international product, that has a similar product distributed in the us, list number 7p51-21/-31 and 510k/PMA/bla of k170317. Section a1 patient identifier is incomplete due to character limit. The complete identifier is (B)(6). No additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I total bhcg result. Sid (B)(6) tested alinity I total bhcg of 129.04 miu/ml positive. The result was questioned and retested <2.3 miu/ml negative (reported result). The colloidal gold method result was negative. The patient was a 23-year-old woman in the gynecology clinic, diagnosed with abnormal uterine bleeding. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation of lot 70286ud02 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 70286ud02. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 70286ud02, however, no increase in complaint activity was identified for list number 07p51. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg reagent lot 70286ud02 was identified.

Event description:
The customer observed a false positive alinity I total bhcg result. Sid (B)(6) tested alinity I total bhcg of 129.04 miu/ml positive. The result was questioned and retested <2.3 miu/ml negative (reported result). The colloidal gold method result was negative. The patient was a 23 year-old woman in the gynecology clinic, diagnosed with abnormal uterine bleeding. No impact to patient management was reported. Additional information on 29aug2025: a new sample ID (B)(6), from the same patient tested alinity I total bhcg of 158.45 miu/ml positive, but retested < 2.30 miu/ml negative. No impact to patient management was reported.

Manufacturer narrative:
Section b5 describe event or problem: additional information provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I total bhcg result. Sid: (B)(6) tested alinity I total bhcg of 129.04 miu/ml positive. The result was questioned and retested <2.3 miu/ml negative (reported result). The colloidal gold method result was negative. The patient was a 23-year-old woman in the gynecology clinic, diagnosed with abnormal uterine bleeding. No impact to patient management was reported. Additional information on 29aug2025: a new sample ID: (B)(6), from the same patient tested alinity I total bhcg of 158.45 miu/ml positive, but retested < 2.30 miu/ml negative. No impact to patient management was reported.